Manufacturer narrative:
H11: the actual device and photographs of the sample was provided for evaluation; the sample was discarded once received due to contamination. Visual inspection of the photograph was performed which observed that the spike came apart from the tubing. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a y-type blood/soln set separated from the infusion set. The nurse primed the line with normal saline. After priming, the nurse spiked the unit of red blood cells (rbc) and applied a pressure bag of 300mmhg to the unit of rbcs. Once the bag was under pressure, the tubing disconnected from the infusion set and the rbcs leaked onto the nurse and the floor. The nurse quickly clamped the set preventing further loss of the rbcs. The remainder of the blood was able to be transfused to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.